Manufacturer narrative:
This report is submitted on february 18, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement with the device. Reprogramming attempts were made; however, the issue could not be resolved. It was further reported that the device had migrated and the patient underwent surgery to explant the device (date not reported). It is uncertain if the patient was reimplanted with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on march 21, 2019.